Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the ipg was nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.